Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and inflated it to 4.5mm and performed dilatation on the vessel. The physician had inserted another catheter device and during the advancement of the catheter the occlusion balloon wire separated; however, the occlusion balloon remained inflated and occluding the vessel. The physician continued the procedure and performed aspiration on the vessel. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire to deflate the occlusion balloon successfully. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated but not yet begun.